Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files could not confirm the reported full battery depletion because the event log files were full of low flow events and did not contain data dating back to the time of the event. A direct correlation between the device and the reported dizziness could not conclusively be determined through this evaluation. The controller event log file contained data from (B)(6) 2021 09:20:05 through 11:15:39. The file captured the pump operating at a fixed speed of 4800 rpm with a low speed limit of 4500 rpm. No atypical events were captured. The controller periodic and lvad event and periodic log files captured the pump operating as expected. The patient remains ongoing on vad support. No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 18jun2020 the heartmate 3 lvas IFU describes the pump flow display and the hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event date is unknown and has been estimated. While the exact date of the incident is unknown, the patient says it occurred within the last 2 weeks from the reported date of (B)(6) 2021.

Event description:
It was reported that the patient believed that the batteries on his controller may have died along with a possible pump stop. The patient was reportedly dizzy at the time.